Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was approximately 550 mg/dl. Customer addressed elevated blood glucose by changing the infusion site and administering a manual injection, and received assistance from their husband who brought them needed items and helped them get in and out of bed. Customer changed pump supplies to address the issue and resumed insulin delivery.